Event description:
Consumer alleges her heating pad was so hot inside that it was smouldering. No injuries or damages were reported with this incident.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad. A prepaid label to the consumer for return of the product, but consumer has not returned the product.